Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent cartridge change error messages while attempting to load multiple new cartridges. The customer's blood glucose level was 180 mg/dl and it was addressed with a manual injection. It was confirmed that the customer had a backup method of insulin delivery available.